Event description:
Medtronic received information regarding a navigation device. It was reported that there was an alleged inaccuracy with all instruments during a transsphenoidal procedure. The inaccuracy of the instruments was reported to be >5mm. The registration metric was 1.3mm. There was no impact on the patient's outcome. They tried registering the patient again, there was no resolution. They rebooted the system and the issue was resolved. Additional information was received. It was reported that there was a delay of 20 minutes while the site re-registered and draped the patient. Additional information was received. It was reported that the initial inaccuracy occurred after navigating for a bit. It occurred again immediately after re-registration. The pointer being used to check the registration was accurate, it was the surgeon's instruments showing an inaccuracy of 5mm.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 9735737, version: 2.0.1 h3/h6: the system was serviced and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Archive had 6 magnetic resonance (mr) <(>&<)> 2 computed tomography exams (CT). 2 CT <(>&<)> one mr was merged together and used for registration. Registration model was built on CT-2 <(>&<)> mr exams. Registration model on mr exam quality was not good and had lot of artifacts. CT model build quality was good, but most of the trace patterns seemed shifted below the cheek. Trace pattern could be improved to collect more points and start tracing from tip of nose, collect points in a continuous pattern and did not make symmetrical pattern. Four application sessions were available. In first session, user found to merge two CT exams and one mr exam of the patient(that matched with archive data) and did not do any further activity. Second session captured different patient dataset (not matching with archive data) in which only one CT exam was used and user did multiple trace registrations and achieved registration accuracy of 1.3 millimeters (mm), followed by navigation. Third session captured th at user did multiple trace registrations and achieved accuracy metric in the range of 1.3 mm - 5 mm and few were failed registrations. User then rebooted the system and proceeded with 1.3 mm registration that was done earlier. It was not known how the problem was resolved with system reboot. A major problem was found to be with trace pattern shift causing the inaccuracy to the user. Codes: b01, c10, d18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.